Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition with only one staple present and partially formed; the breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open total gastrectomy procedure, the adjusting knob was rotated up to just before it was completely rotated. Then the device was fired but the grasping force of the firing handle was lower than usual. When the jaw was opened, the staples were deployed but unformed. In addition, the target tissue was not cut. Additional suture was performed by hand. There were no adverse consequences for the patient.